Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 19th apr 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term/ code not available (e2402) is used to capture musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
Patient received a left primary attune tka to treat post-traumatic osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat suspected loosening. Upon entering the joint, synovitis and bony overgrowth was debrided, and tight flexion identified. The femoral component was loose at the cement to bone interface and revised. The tibial tray was loosened and de-bonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with competitor revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised to address loosening of the tibial and femoral components at the cement to implant interface. Depuy cement was used. The surgeon revised the attune knee to a zimmer revision knee. Doi: (B)(6) 2014; dor: (B)(6) 2019, left knee.